Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a low anterior resection. On the second firing, the device cut but did not staple. The surgeon diverted to a colostomy, possibly temporary. The site sutured the transection line to complete the case.